Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint identified no similar complaints from the lot. All available information was investigated, and based on the information provided, the difficult or delayed positioning associated with difficulty capturing the leaflets appears to be related to procedural circumstances associated with imaging quality being suboptimal. Image resolution poor is related to procedural conditions associated with imaging quality being suboptimal. Unspecified tissue injury associated with this clip is related to difficulty capturing the leaflets. The reported unchanged mitral valve insufficiency/regurgitation (mr) appears to be related to procedural conditions associated with tissue injury from the first implanted clip due to clip becoming caught in anatomy, slda of the first implanted clip and tissue injury from this clip due to difficulty capturing the leaflets. Tissue damage and mitral regurgitation are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4, central posterior flail, prolapsed anterior leaflet, and enlarged atrium. A mitraclip xtw (31030r2025) was inserted and advanced to the mitral valve. However, difficulties visualizing the clip occurred and the clip became caught with the posterior leaflet. Troubleshooting was performed and the clip was freed from the posterior leaflet. The clip was deployed on both leaflets. However, after deployment the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), and posterior leaflet damage was observed. To stabilize the slda clip, a mitraclip xtw (31113r2059) was implanted lateral to the first implanted clip. The slda was stable enough. To stabilize the slda clip, a mitraclip nt (30609r1068) was inserted, and grasping was performed in the medial zone. However, difficulties visualizing the clip and difficulties grasping the leaflets occurred. The nt clip had caused damage to the posterior leaflet. The clip was repositioned to the lateral commissure, and grasping was performed where the damaged posterior leaflet existed. The clip was implanted. To further reduce mr, a mitraclip xt (30712r1053) was inserted, and grasping was performed. However, difficulties visualizing the clip occurred and the leaflets were unable to be grasped or captured. Therefore, the clip was removed from the patient. The physician decided to discontinue the procedure due to the mitral valve was myxoid and very fragile, and due to a lack of quality of image, the mr not getting better, the slda still present, the slda was not stabilized, and would require surgical intervention to remove the clips. The procedure was discontinued, and the mr remained at a grade of 4. There was no clinically significant delay in the procedure. The patient underwent mitral valve replacement and was sent to the intensive care unit (ICU).